Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, during a nursing visit, it appeared that there was a fungal infection at the stoma site. The patient reported that the physician prescribed flucloxacillin 500mg daily for 1 week for stoma site infection. The consultant prescribed a stat dose of diflucan 150mg, and advised the patient continue oral antibiotics as prescribed by the physician. The peg/j tube mobilized freely and the patient denied any pain to site.